Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Study - an investigator reported a device related infection that was identified in the timeframe between shunt implant on (B)(6), 2018 and shunt removal on (B)(6), 2018. A hakim programmable valve was implanted in a patient enrolled in a study on (B)(6), 2018. An investigator reported this case from the biomarin sponsored 190-202 study, a multicenter, multinational, extension study to evaluate the long-term efficacy and safety of bmn 190 in patients with cln2 disease. The patient was hospitalized from (B)(6), 2018 until (B)(6), 2018 for a planned hospitalization for an intracerebral ventriculostomy (icv) device replacement due to an infection from a device implanted on (B)(6), 2018, which was explanted on (B)(6), 2018. On an unreported date, the subject had high values of white blood cell count and red blood cell count as shown in the cerebrospinal fluid analysis. Treatment for the device replacement included the following medications: midazolam, paracetamol, fentanyl citrate, rifampicin, sevoflurane, and linezolid. Additional treatment medication for the event included: propofol, rocuronium bromide, fentanyl, remifentanil, hydrochloride, ranitidine, trometamol and cefixime.no action was taken with bmn 190 due to the event.

Manufacturer narrative:
The complaint sample was not returned to codman (multiple attempts were made to recover the device, but no information about the return of the product was given by the customer), therefore an evaluation of the device could not be performed and cause(s) of the difficulty reported by the customer could not be determined. The device history records as well as sterilization certificate could not be reviewed since both product code and lot number were not provided by customer. Furthermore, even if it was specified in additional information that the event was first classified as 'procedure related infection' and changed into 'infection of icv device (device related infection)'. Nevertheless, no new element (nature of infection for example) was provided by the customer to establish that the infection could be device related instead of procedure related. Complaint will be closed as 'no return of device for evaluation'. If the complaint sample becomes available in the future, this complaint will be reopened, and the respective evaluation will be performed.

Event description:
N/a.